Event description:
The balloon ruptured five days after the iab was inserted. A surgical procedue was required for removal of the iab. Information indicates that the surgeon cut the iab while trying to remove it. There were no additional patient complications.